Event description:
It was reported that wireless muting was not working great giving initial bursts and it was not muting great today. Excessive noise while using bovie when removing thyroid from trachea. Mid case got error message that pi box was unplugged and do user want to attempt wireless. User pressed yes and it immediately went to message the emg was disabled and disconnected but then connected wired. A few minutes later same error message. User pressed yes but kept everything plugged in and it connected wirelessly and they used wireless for remainder of the case. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, product description: patient interface nim4cpb1 nim 4.0 serial/lot #: (B)(6), h6: fdm b17, fdr c20, img g02005, and fdc d16 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.